Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the ins replacement was the physician's decision--opened pocket to replace leads and requested to replace the ins with the newest battery.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2021 explanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was a lead replacement. The leads had migrated. There were high impedances, >40,000 all contacts. There wasa return of pain lead migration was discovered by surgeon during another unrelated surgical case with the patient, showing the leads were anterior and had move down 2-3 vertebral bodies. Patient stated on day of surgery that she believes her issues were caused by her massage therapist doing deep tissue massage and commenting on being able to feel the leads. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 97745 : product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep reports patient (pt) had a fall a year ago. Rep reports high impedance on contact 6 >30k ohms. Contacts 9 <(>&<)> 0 also have higher impedances >1500 ohms. Pt is getting settings can not be achieved message. Rep reprogramed electrodes and the therapy is working now. Pt will use scs and see if there is an intermittent impedance issue. Rep also got software problem issue while using the pt programmer. Rep reset programmer and it worked fine.